Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler 60 was not moving as expected. The procedure was completed, and no instrument-related information was available. The surgeon was manipulating the instrument on universal surgical manipulator 2 (usm) when the issue was noticed. All other instruments behaved as expected. The customer was advised to return the stapler for investigation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform stapler 60 was not moving as expected, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon completed the procedure without issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the instrument has not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted when the instrument is returned for failure analysis investigation or additional inform is provided.